Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/24/2011. Device evaluation: visual analysis of the returned device identified an opening, crease flat, wear abrasion, and fluids. A leak test was performed and found an opening on the anterior side. A microscopic analysis was performed which identified a smooth crease opening on the anterior side. The fill test inspection was performed and the result found no blockage. Based on the device analysis the final assessment is: a smooth crease opening on the anterior assessed a fold flaw opening. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Cancer- published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer and leukemia.

Event description:
Patient reported diagnosis of basal cell carcinoma. Device has been explanted. This is the right side record.